Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
This right ventricular (rv) lead was explanted in less than 4 months due to high thresholds. No additional adverse patient effects were reported.